Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please elaborate further on the wound complications reported? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. What was the appearance of the suture during the removal (on (B)(6) 2025)? It was reported that the wound was closed on (B)(6) 2025. Was the suture trimmed in physician's office? Or was the suture removed in a routine post-op procedure? Or was the suture removed in a reoperation procedure? Could you tell me if there was a prescription for steroids or antibiotics for the patient's? Recovery? If yes, please provide medication name, route and dose. What symptoms did the patient experience following the index surgical procedure? Onset date? How much and what type of drainage is present in this wound? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe does the patient have a known allergic history to any medical devices, food and/or medication? Other relevant patient history/concomitant medications? Was allergy testing performed? If so, please describe with results. Are there any photos available? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a surgery for a broken collarbone on (B)(6) 2025 and suture was used. The accidence and initial treatment was on (B)(6) 2025. Timeline of events: on (B)(6): surgery for broken collarbone, on (B)(6): discharge, on (B)(6): suture removal, on (B)(6): two 3mm weeping scabs removed, on (B)(6): wounds almost closed, protective dressing applied, on (B)(6): wound closed. It was reported that one additional check-up was provided, as three postoperative check-ups are scheduled and justified. Fourth visit was due to wound complications. Additional information was requested.